Event description:
During a saphenous vein harvesting procedure, the cone tip detached while inside the patient. The surgeon used a replacement unit to complete the case. No additional incisions were made to retrieve the detached component.